Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the they experienced hyperglycemia as well as reservoir had leak. The customer¿s blood glucose was 439 mg/dl. Customer states the leak occurred during normal use. Customer states the location of the leak was bottom part of reservoir. Customer states the insulin was leak at past second o ring. Customer states there was fluid in the reservoir compartment. Customer declined to troubleshoot for high blood glucose value. The device will be returned for analysis. Frn-mmt-332-rsvr, unomed inf set.